Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info received via medical records on (B)(4) 2009. According to lab work, the pt experienced elevated serum and urine zinc levels and low copper levels on (B)(6) 2009. The pt was seen by a neurologist on (B)(6) 2009 for "copper myelopathy." She also experienced sensory loss, myelopathic signs and intractable pain which was consistent with diagnosis of copper myelopathy. She was noted to have low copper levels and elevated zinc levels in (B)(6) 2009. The levels normalized within one month stopping the use of "zinc-containing denture cream," and continued to normalize into the next month. Magnetic resonance imaging (MRI) studies were abnormal and showed changes that were consistent with copper myelopathy. The neurologist noted the pt had significant permanent damage to her spinal cord. The pt continues to have significant pain even after her serum copper and zinc levels have normalized. The neurologist noted the pt was now "permanently disabled from this condition." He also reported that her "exposure to zinc-containing denture cream is the underlying etiology of her copper myelopathy."

Manufacturer narrative:
Poligrip is manufactured in (B)(4) and neither the product nor lot number were available. No corrective actions have been required based on this report. (B)(4).